Manufacturer narrative:
F10: patient code 3191 = host tissue, pannus growth. H3: evaluation summary: customer reports of calcific degeneration and stenosis were confirmed through observed calcification. X-ray demonstrated heavy calcification on leaflets 2 and 3 and minimal calcification on leaflet 1. Extrinsic calcific deposits were observed on the surfaces of leaflets 2 and 3 on the outflow aspect. X-ray also demonstrated commissure 2 was bent inward. Calcification restricted leaflet mobility and led to stenosis. Leaflet 2 had a 5mm tear near commissure 2 and a 4mm tear near commissure 3. Calcification was evident at the tears. Leaflet 2 also had a 6mm cut at the cusp area and edges of cut had smooth and straight edges. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect and 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate on the outflow aspect and heavy on the inflow aspect. Multiple sutures remained attached to the sewing ring around leaflet 1 and sewing ring was cut in multiple areas around the valve. Wireform was exposed around leaflets 1 and 2 on the outflow aspect and on commissures 2 and 3.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device was not returned for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm 7300tfx mitral pericardial valve was explanted from the mitral position after an implant duration of seven (7) years one (1) month due to heavy calcific degeneration leading to mitral stenosis. A mechanical valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure.